Event description:
Pt was noted to have calcium present in the posterior portion of the proximal aortic neck. Post angiogram noted a proximal type I endoleak present. Since there was a notable amount of calcium present at the site, the physician utilized a main body extension placed inside the main body graft for added support. Enough radial force was exerted from the added extension to compensate for the presence of the calcium, sealing off the endoleak. Final angiogram revealed no sign of an endoleak.